Manufacturer narrative:
On 03/12/2019, mentor received additional information about the event. The patient is scheduled to have the suspect medical device explanted on (B)(6) 2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspect medical device is a mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, lot #6003223, PMA #p990075, UDI # (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant product is a mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, lot #6421094. On (B)(6) 2019, mentor received additional information about the event: the patient developed capsular contracture (baker grade unknown) in her right breast. The patient¿s explanted devices were replaced with allergan natrelle inspira gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/20/2019, during the evaluation of the device it was observed to be intact. Leak testing was performed according with mentor procedures and it revealed a leakage at the valve. No other anomalies were discovered. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient visually noticed that her right breast was deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.